Event description:
Hcp called stating: "we had an issue with administration of adzynma. The patient did not get full dose, because one of the vials leaked the solution. Could we get a replacement?" Available for return: yes. Additional identifying information: dose: 4141 units or 4081 units every 2 weeks and just changed to every 3 weeks. Upon sample investigation, it was identified that a particle was observed. An additional complaint was created. Hcp stated he was (cold) transferred from quality so unsure if a pc report has already been submitted. Consent to contact reporter?: yes consent to contact other contact info?: unknown dose number / unit: 0 dosage form: parenteral follow-up to a previous complaint? Unknown.

Manufacturer narrative:
"This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Investigation summary & conclusion: the device was returned for investigation and the particle was determined to be intrinsic to the manufacture of the baxject ii device. Further analysis of the baxject ii device identified a blunt spike tip which was the likely source of the contaminant particle. Additional actions were taken to improve the manufacturing process, reference pr (B)(4). No lot trend was identified."